Manufacturer narrative:
Insulin pump received no button response due to flattened express bolus and esc button dome switch. The insulin pump was received with a cracked case at the corner of the display window, minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.(B)(4)

Event description:
Customer's mother reported via phone call that the esc button on the insulin pump was not working. Customer's mother does not recall any significant events leading to the keypad issues. Customer's mother was advised to discontinue use of the pump and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.